Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The tech found the right foot gas cylinder was stuck. He replaced the gas cylinder to repair the bed.